Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. A review of the event history log revealed that the pump had produced error code 1144. The error could was reproduced when the pump was powered on. The customer reported product problem (error code 1144) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The microprocessor unit board was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump presented with error code 1144. No patient injury or complications were reported in relation to this event.